Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A compressor power distribution (pd) printed circuit board (pcb) and power supply were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the compressor pd pcb could not be duplicated, however as a precaution it was replaced. The identified root cause for the power supply was isolated to an electronic component.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power supply and power distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.